Event description:
Customer stated the device and the base got hot and contacts 3 and 4 melted and had evidence of charring. No one was injured as a result. A request was made for the return of the suspect device and replacement product was sent.